Event description:
Healthcare professional reported after injection with juvederm ultra xc and juvederm ultra plus xc in the nasolabial folds, pt experienced "asymmetry, what looks like bell's palsy and possible nerve damage." Injecting physician reported that there was a tiny area on the nasolabial fold with necrosis and said the pt had a vascular occlusion, redness and swelling. Pt was treated with vitrase. Though the pt had asymmetry in her smile prior to injection, the physician believes it was accentuated by the juvederm injections. Pt was concomitantly injected in the glabellar area with botox; the physician indicated that it was possible that the botox injection along with the juvederm injections" moved the tissue on the left side of her face and the asymmetry of her smile was more noticed after". Per the physician the necrosis, vascular occlusion, redness and swelling have resolved but the asymmetry of the smile is still present; the physician considers the pt's symptoms are about "90%" resolved. This is the same event and the same pt reported under MDR ID # 3005113652-2013-00040 (allergan complaint #(B)(4)). This is the second MDR submitted for the second suspect product, juvederm ultra xc.

Manufacturer narrative:
(B)(4). Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the mfg steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specs. The sterilization cycle is registered as conforming. Device labeling: warnings: the product must not be injected into blood vessels. Introduction of juvederm ultra plus xc into the vasculature may occlude the vessels and could cause infarction or embolization. Adverse events: the most common injection-site responses for juvederm ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. Postmarket surveillance: the following adverse events were received from postmarket surveillance for juvederm ultra plus (without lidocaine), which were not observed in the clinical trials; this includes reports received globally from all sources including scientific journals and voluntary reports. Adverse events with a frequency of 5 or more events are listed in order of prevalence: allergic reaction, blister, inflammation at the injection site, paresthesia, infection at the injection site, skin rash, headache, blanching, vision abnormalities, abscess at the injection site, urticaria, herpes simplex, telangiectasis, angioedema, flu-like symptoms, nausea, vascular event, dyspnea, dermatitis, granuloma at the injection site, and scar.